Event description:
It was reported that this brady device exhibited noise and oversensing on the minute ventilation (mv) feature. Additionally, noise on the right ventricular channel was observed, this noise was not oversensed. It was clarified that for the appropriate use of the mv feature, transvenous leads are required, however, the patient has epicardial leads implanted. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported. Requests have been performed in order to inquire about the model/serial number of the device, however, at this time, no further information is available.